Event description:
Related manufacturer reference number: 2017865-2022-12473. It was reported that the patient presented remotely via merlin.net transmission. Analysis on the transmission showed that the patient's pacemaker and right ventricular (rv) lead exhibited noise leading to oversensing. The pacemaker and rv lead were explanted and replaced. The patient was stable throughout the procedure.

Event description:
New information received noted that the patient's pacemaker and right ventricular (rv) lead exhibited noise oversensing causing pacing inhibition. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events of over-sensing was not confirmed. As received, the device output and telemetry communication were normal. The device battery was found above the elective-replacement level consistent with normal usage. Functional test performed did not identify any functional issues. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found, a header bonding anomaly in the attachment area, though there were no signs of a hermeticity breach. The hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.